Event description:
It was reported that this right atrial (ra) lead exhibited rise impedance measurements and over-sensing. Leading to inappropriate tachycardia response (atr) episodes. Technical services were consulted and it was suspected a lead issue. Currently, the product remains in service and no adverse patient effect. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).